Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the surgeon didn't approve for return; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date: unknown day in (B)(6) 2018. Foreign country: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00661.

Event description:
It was reported that the patient underwent a revision due to dislocation approximately 4 years after initial surgery. The surgeon noted the patient dislocated due to movement. New same size implants were used again. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the liner has a chuck missing and a couple holes. No damage can be seen on the head. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.